Event description:
It was reported that, an 840 ventilator was alarming with patient disconnect message while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and could not duplicate the reported malfunction. During the est test the ventilator failed the exhalation valve seal test. Se cleaned the exhalation valve and unit passed all testing and operates within the manufacturing specifications.